Manufacturer narrative:
Upon receipt, this right ventricular (rv) lead was thoroughly tested. Dried blood was found in the helix, helix housing, and window area. An x-ray revealed that the inner coils were fractured at the weld location. The expanded diameter of the inner coil at the fracture site indicates that the possible cause of the fracture was counter-clockwise rotation. The helix could not be tested to determine the root cause of the field observation based on the fractured coils, but the dried blood in the helix, helix-housing, and window area would have prevented the helix mechanism from being functional.

Manufacturer narrative:
The lead was later subjected to additional laboratory testing. Lead engineers confirmed all insulation and coil materials, were consistent with this lead model. The entire lead had been returned, with a fractured inner coil at 15 mm where the coil had been welded to the terminal pin component. Both sides of the fracture showed evidence of ductile overload and a transfer of material where the coil was welded to the terminal. However, there was an area on the terminal, which showed only evidence of stainless steel and no indication of a weld, indicating that the coil was not completely aligned to the terminal pin.

Event description:
Boston scientific received information that during a procedure to implant a pacemaker, this right ventricular (rv) lead's helix could not be retracted to enable the lead to be repositioned. No adverse patient effects were reported.